Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. The waldemar link gmbh & co. Kg was first notified about the incident on (B)(6) 2026. However, crucial information regarding the criticality of the event was available to waldemar link gmbh & co. Kg from (B)(6) 2026.

Event description:
Defect in sealed edge in outer plastic package [customer].